Event description:
It was reported that the patient presented with a pocket infection in the emergency room. The pocket appeared swollen and had discharge. The physician did not allege that the infection was related to the product or the procedure. The infection was attributed to poor wound care. The entire system¿including the implantable cardioverter defibrillator, the right atrial lead, the right ventricular lead, and the left ventricular lead¿was explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.